Event description:
Healthcare professional reported left side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "systematic capsular contracture," baker grade unknown and "due to voluntary recall." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "systematic capsular contracture," baker grade unknown and "due to voluntary recall." Device has bene explanted. This record is for the left side.